Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. The helix does not extend and retract properly due to the distorted coil in the connector. The coil is slightly spread open and the helix is slightly bent. Apparent explant damage.

Event description:
It was reported that the lead was positioned in right ventricular apex and even after 20 turns, the helix did not extend. The lead was removed and helix extenstion was attempted. After some manipulation, the helix extended suddenly but on visual inspection it looked as if the helix was not centered in the lead. The lead was not implanted. No patient complications have been reported as a result of this event.